Manufacturer narrative:
(B)(4). Event date clarified based on reported date of acute pain.

Event description:
It was reported that patient experienced a change in therapeutic effect with symptoms of increased baseline pain and acute pain. Pain began (B)(6), 2012. The patient was admitted to the hospital on (B)(6), 2012. Estimated elective replacement indicator (eri) was 15 months based on session report. There were no audible alarms and reservoir volume was accurate. A refill was completed (B)(6), 2012, which was uneventful; there were no concentration/dose changes. A therapeutic single bolus dose was given and physician was going to assess the patient. Recommendations were made to check logs and possibly perform a catheter dye study. The device system was used to deliver morphine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703 lot# j94137443 serial# implanted: 1994-(B)(6) explanted: product typ catheter. (B)(4).